Manufacturer narrative:
D10 concomitant products: egia60amt, egia60amt egia 60 artic med thick sulu (lot#: p5c1346), sigphandle, sig power sigphandle handle (serial#: unknown), sigadaptstnd, sig power sigadaptstnd linear adapter (serial#: unknown). Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.

Event description:
It was reported that during a procedure involving the two reloads, when used with a powered stapler and standard adapter, the stapler partially fired. Tissue and skin damage occurred, specifically involving the stomach, including lacerated tissue, unintended additional incision and tissue torn or loss. The issues were addressed by resecting and re-stapling, which resulted to extended procedure time. It was also noted that post-operatively, the patient experienced acute abdominal pain.

Manufacturer narrative:
Additional information: b5, g3, h6 correction: h6(imf f1906 removed) medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.

Event description:
It was reported that during a procedure involving the two reloads, when used with a powered stapler and standard adapter, the stapler partially fired. Tissue and skin damage occurred, specifically involving the stomach, including lacerated tissue, and tissue torn or loss. The issues were addressed by resecting and re-stapling, which resulted in a 20 minute extended procedure time. It was alsonoted that post-operatively, the patient experienced acute abdominal pain.